Event description:
Reportedly, during the follow-up performed on (B)(6) 2019, 14 non sustained noise episodes were observed in the device memory. The noise pattern was reproduced in the sensing tests without the need of maneuvers. The user suspected that the noise was due to the lead.